Event description:
It was reported that patient presented in clinic for routine follow-up. High, out of range, high voltage lead impedance was noted from 2 weeks earlier. The out of range measurements could not be reproduced in the clinic with provocative testing. Device remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that when the patient reported for a subsequent follow-up, high, out of range high voltage lead impedance measurements were observed. The alert was programmed off and monitoring will continue.